Event description:
It was reported that the customer was hospitalized after experiencing a reaction and high blood glucose levels from medication that she was taking. The customer's blood glucose reading was 70 mg/dl at the time of admission. The customer stated that she was taking the medication to aid with her pregnancy. The customer did not have any concerns regarding the insulin pump. Assisted the caller with the basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.